Manufacturer narrative:
On (B)(6) 2017 a computer was shipped as a replacement part. On (B)(6) 2017 a medtronic representative went to site to test the equipment. Representative reported that the computer was intermittently locking up and the computer was rebooting. The computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer was received by manufacturer for evaluation. The device was found to be fully functional. The computer had initial power on and booted normally to login scree. The ent application launched without any issue and the exams loaded without any issue.

Event description:
A medtronic representative reported that at the end of a functional endoscopic sinus surgery (fess) procedure the navigation system became unresponsive and the shut down without prompt from user. The procedure was completed without the use of imaging system. There was no delay to the procedure. No impact on patient outcome.